Manufacturer narrative:
Unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable, as healon pro is not an implantable device. Explant date: not applicable, as healon pro is not an implantable device. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient suffered from toxic anterior segment syndrome (tass). There were medications prescribed. There was no delay in treatment or other interventions reported. No further information was provided.